Manufacturer narrative:
Investigation results. As of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level severity x probability of occurrence according to din en iso 14971 is still acceptable. Conclusion and measures preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA not necessary.

Event description:
It was reported that there was an issue with sw970k activ l inf.plate size s 0 spikes . According to the complaint description, the device was revised due to pain post surgery. The surgeon could not get the iliac vein off of the implant at l4 5, so it ended up being a 1 level removal at l5 s1; the patient was to be monitored postoperatively. Surgeon stated that the implant at l5 s1 looked to be twisted from original implantation position. The chief complaint is low back pain, intermittent right calf pain and cramping. She states that her pain radiates into bilateral lower extremities. The patient was not a part of any extraneous activities. The patient required injections and pain management due to chief complaint of pain. A revision surgery was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4). Associated medwatch reports. 9610612-2020-00345 (400478282 + sw971k), 9610612-2021-00056 (400482108 + sw965), 9610612-2020-00464 (400482109 + sw971k).